Event description:
Customer reported unexpected reset screen display on the pump, which did not require plugging into a power source to restart. There was no reported adverse impact to the customer's blood glucose level. Technical support explained that the pump's microprocessor occasionally resets during routine checks as a safety feature, and the device was confirmed to function as intended. The customer acknowledged that after a reset, certain settings must be manually restarted, and successfully resumed insulin use.